Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The 2.5x15mm trek balloon dilatation catheter (bdc) was advanced, but met with resistance with the guide catheter. The shaft then separated while still inside the guide catheter. The bdc was removed and another same size trek bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported material separation was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the balloon dilation catheter (bdc) encountered resistance with the guide catheter during advancement. Factors that may contribute to difficulty advancing the bdc through the catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the bdc, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or bdc. Analysis of the returned device confirmed the bdc¿s outer diameter to be within specification, indicating a product quality issue did not contribute. Additionally, manipulation of the bdc when resistance was met, likely contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.